Event description:
It was reported that the ilet displayed a welcome/setup screen unexpectedly and, after walk through and restart attempts, repeatedly issued alerts stating unable to proceed check alerts and if error continues contact support during a supply change and rewind, consistent with a restart/malfunction and mechanical problem. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user, analysis of information provided, and receipt and inspection of the returned device. Investigation of the device found an active alert 67 (vbuck boost over/under voltage). Investigation of the motor train revealed that the gears buzzed and did not rotate smoothly when turned manually. It was concluded that a faulty motor train was the cause of the repeated alerts.

Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.